Event description:
It was reported that the device overheated during a procedure at the user facility. The procedure was completed successfully with a 5-minute delay; no adverse consequences or medical interventions were reported.